Event description:
It was reported that " when the extraction bag containing the patient's gallbladder was removed, the bag tore and the gallbladder remained in the umbilical orifice." Information about the patient's current condition is not available. Additional information states the patient was treated with "antibioprophylaxie".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that " when the extraction bag containing the patient's gallbladder was removed, the bag tore and the gallbladder remained in the umbilical orifice." Information about the patient's current condition is not available. Additional information states the patient was treated with "antibioprophylaxie".

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. In the visual inspection it was evident that the bag was leaky. One hole /rupture was found in the bottom part of memobag. The foil is stretched and thinned at place of rupture. The closure wire is not deformed. Both eyes of closure wire are not dam-aged by excessive force. From the visual examination the reported defect can be confirmed. One hole/rupture was found in the bottom part of the memobag. Based on dimensional inspection of foil performed under incoming inspection and based on measuring of complaint sample the reported defect cannot be confirmed. Thickness of foil measured very close to the rupture does not comply with specification. Foil is very stretched, and the thickness is lower than the specification. It is caused by usage of excessive force in rupture area. A device history record review was performed, and no relevant findings were identified. The defect was caused by excessive force within bag retrieval. Due to this, the foil got stretched which led to rupture of the bag. Remaining parts of complained product do not show any traces corresponding with usage of excessive force with in retrieving the bag. The closure wire was not detached from the bag and both eyes of closure wire are not damaged. Remaining parts of complained product do not show any traces corresponding with usage of excessive force within retrieving the bag. The root cause of this complaint was determined as unintentional user error related. Customer complaint regarding memobag product was confirmed through complaint investigation. One hole/rupture was found in the bottom part of the memobag. It is caused by use of excessive force within the bag retrieval. Due to this the foil got stretched which led to rupture of the bag. A device his-tory record review was performed, and no relevant findings were identified. The root cause of this complaint was determined as unintentional user error related. Teleflex will continue to monitor and trend for reports of this nature. Section d.4. Unique identifier (UDI)# corrected from (B)(4).